Event description:
The pt reported that in 2004, he experienced extreme abdominal pain and surgery was done to find the cause. A heavily perforated bowel was found and several inches of bowel were removed.

Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.